Event description:
It was reported via legal that a female patient had a left total knee replacement with optetrak devices in 2016 and in (B)(6) 2022 underwent a revision surgery to competitor¿s devices. No additional information.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.